Event description:
It was reported that during use with bd intima-ii plus¿ closed IV catheter system the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the nurse reserved the indwelling needle for the patient, she found that the buckle of the indwelling needle was not tight and could not be used.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2281311. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima-ii plus¿ closed IV catheter system the tubing clamp was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the nurse reserved the indwelling needle for the patient, she found that the buckle of the indwelling needle was not tight and could not be used.

Manufacturer narrative:
Initial reporter phone #: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.